Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient could not increase stimulation. It was noted that troubleshooting resolved the reported issue. The patient was walked through increasing stimulation, but stated that something was not right with the device. The patient was walked through changing programs. For the three days prior to (B)(6) 2017, the patient had increased pain and could not increase or decrease. The pain was all weight bearing so when the patient was not walking she didn¿t need the device on. It was noted that it was usually on when the patient was napping or sleeping. The patient only had one group and it was not helping. It was noted that the patient wanted to turn it off and on when needed. The patient was to follow-up with a healthcare professional.